Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-28083.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 489 mg/dl. The customer had previously reported a motor error alarm on an insulin pump and was now using a backup plan with another insulin pump. He treated the high blood glucose with manual injections. Upon troubleshooting, it was found that the insulin pump was working as designed. He noted that the infusion set cannula was occluded with blood. Advised the customer to change the entire infusion set, reservoir and insulin. He called back later to report that he was doing much better and had stabilized his blood glucose. No further assistance needed and nothing further reported.